Event description:
It was reported that the patient "feels funny, heart going fast", when driving off-road using the left arm. The patient also reported feeling "the pacemaker going faster and then a pause, then fast again", and "a sort of vibrating in left pectoral area and in stomach area". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.